Manufacturer narrative:
The technician found the side rail is missing the ratchet rivet for the end tube. The technician replaced the ratchet rivet to resolve the issue.

Event description:
The technician alleged the side rail is not latching. No pt impact.